Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x2.5 mm balloon ruptured at nine atms. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous first diagonal branch of the left anterior descending cornary artery. The maverick2 monorail balloon was removed and the procedure was completed. No pt injuries or complications were reported. Patient status is reportede as `good.'